Manufacturer narrative:
The complaint couldn't be confirmed, since the device was not returned for evaluation and no other evidences were provided. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the lot number was not communicated. More detailed information about the complaint event must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported through the filing of a lawsuit that allegedly on (B)(6) 2020, the patient underwent a hallux rigidus correction with cheilectomy, debridement and capsular release of the first metatarsophalangeal joint with a cartiva implant. It is further alleged the patient suffered loss of range of motion of the great toe, loss of mobility, nerve damage and debilitating pain of the right great toe along with constant irritation and discomfort in the location of the cartiva device. Allegedly the patient underwent removal of the implant and had undergone fusion surgery on her big toe.